Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on august 3, 2011 with the following findings: the meter involved with this complaint failed testing. The meter's spc pin 2 was found to be contaminated with dry blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter continued to prompt an "error 5" message. Per the owners booklet, this error message appears when the meter has detected a problem with the test strip. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged error message began to appear on the morning of (B)(6) 2011. The patient informed the mss that he tests 2x/day (morning fasting and at bedtime) and manages his diabetes with 2 tablets of glipizide and novolin 70/30. The patient stated he takes 20units of insulin in the morning if his blood glucose is greater than 110 mg/dl and takes a set dose of 15units at bedtimes. The patient confirmed that as a result of the alleged issue he was unable to test his blood glucose; however, continued to take his medication as usual. On (B)(6) 2011 at approximately 2am, the patient stated he woke up with cold sweats and blurry vision. The patient reported that he associated the symptoms with a low blood glucose and therefore immediately treated himself with candy. The patient confirmed feeling better afterwards. At the time of troubleshooting, the customer care advocate noted that the patient was using the correct testing technique, the test strips were in good condition and that the test strips were drawing the sample into the confirmation window. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k053529.